Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilobectomy inferior, while cutting the glass, the surgeon was not able to press the green button and squeeze the handle and the device did not fire. The load broke on the pistol specifically where the load is mounted. While on the second device, two triggers did not work when firing. There was also problem in unloading the device where it could not be downloaded after it was broken. A third device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.